Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This was the second implant being used. The first 12 degree fired as intended. Fired the first peek backstop of this second omnispan 12 degree through the meniscus. Backed the needle out of the meniscus. Advanced the 2nd peek backstop by pressing the red trigger. Penetrated the meniscus once again. Went to fire the second implant and the pusher rod lodged itself under the implant. Would not retract, nor advance the implant any further. Used a malleable graft retractor to push the implant forward on the track. This freed the implant after much force applied. Implant fell off the end of the needle in the joint space. Surgeon reloaded the implant onto the needle in the joint space. Passed the needle through the meniscus once again and fired the second implant. Tensioned the orthocord appropriately and finished the repair. No patient consequences. 10 minute delay in case time. Reported this type of failure once prior with the same surgeon, but have seen/heard this issue with the pusher rod and the second implant now about 4 times. In most cases the doc has been able to work around this with little affect to the case. Just frustration. It seems as is in the last 6 months the incidents of the peek backstops sliding off prematurely has also increased.